Manufacturer narrative:
As reported, the physician went to pull the .018¿ 180cm sv short straight (st) peripheral steerable guidewire (pgw) out of the patient; upon pulling it out the tip unraveled and eventually came apart. There was no reported patient injury. Additional procedural details were requested but not provided. The device was not returned for analysis. A product history record (phr) review of lot 35261024 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis or procedural images, the reported ¿distal tip-wires - fractured-separated - in patient¿ and ¿distal tip-wires - unraveled/stretched - in patient¿ could not be confirmed and the exact root cause could not be determined. Vessel characteristics and/or procedural/handling factors may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewire manipulation/torqueing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ neither the phr review nor the information available suggest that the observed damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the physician went to pull the .018¿ 180cm sv short straight (st) peripheral steerable guidewire (pgw) out of the patient; upon pulling it out the tip unraveled and eventually came apart. There was no reported patient injury.

Manufacturer narrative:
As reported, the physician went to pull the .018¿ 180cm sv short straight (st) peripheral steerable guidewire (pgw) out of the patient; upon pulling it out the tip unraveled and eventually came apart. There was no reported patient injury. The target lesion was the saphenous vein. The vessel level of calcification is none. The vessel level of angulation and tortuosity is mild. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped according to instructions for use (IFU). There was no difficulty advancing the wire through the vessel. There was no difficulty tracking the device through the vessel or lesion. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The tip of the device was removed from patient. The tip of the device did not migrate inside the patient. There is no procedural film/cd available for review. No patient injury occurred. The patient is in great condition. One non-sterile unit of an sv short guidewire (pgw .018 sv short 180cm st) was received for analysis. During the visual inspection, an unraveled condition was found in the tip of the wire. No other anomalies were found along the device. Per microscopic analysis of the unraveled damage, it was found that a separated condition was present on the ribbon wire of the tip presenting an elongation. This is a characteristic that is commonly found when the material was induced to a tensile force that exceeded the material yield strength prior to the separation. A product history record (phr) review of lot 35261024 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event by the customer as ¿distal tip-wires ¿ unraveled/stretched - in patient¿ and ¿distal tip-wires ¿ fractured-separated - in patient¿ were confirmed since both conditions were found during visual and microscopic analysis. The type of damage present on the separation is commonly caused when the material is induced to a tensile force that exceeded the material yield strength prior to the separation. However, the exact cause of the conditions could not be conclusively determined during the analysis. Vessel characteristics and/or procedural/handling factors may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewire manipulation/torqueing should always be performed under fluoroscopic guidance. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ neither the phr review nor the product analysis suggest that the observed damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections b5 have been updated according. Section b5: additional information received indicates that the target lesion was the saphenous vein. The vessel level of calcification is none. The vessel level of angulation and tortuosity is mild. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped according to instructions for use (IFU). There was no difficulty advancing the wire through the vessel. There was no difficulty tracking the device through the vessel or lesion. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. The tip of the device removed from patient. The tip of the device did not migrated inside the patient. There is no procedural film/cd available for review. There was no patient injury occur. The patient is in great condition. Additional information is pending and will be submitted within 30 days upon receipt.